Manufacturer narrative:
Due to character limitation of e1(event site address); (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had battery charging issue. Battery #2 not registering as being charged. When they remove battery 1, whole unit shuts off. There was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, b6, e3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), e1 (initial rep name, event site email). Full name of initial reporter: (B)(6). A getinge field service engineer (fse) inspected the unit and confirmed that battery terminal 2 was not being recognized; the event logs showed no related issues. The fse cleaned the internal battery terminal and re-seated the battery board. The unit passed all functional and safety test in accordance with the manufacturer's specifications and was returned to the customer for use.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) was not registering as being charged the battery #2. No patient was involved and no harm was reported.